Event description:
The customer reported the images started stacking up on the left monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reformatted the hard drive and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint.